Event description:
It was reported that the procedure was to treat a moderately tortuous 1st obtuse marginal artery. A 2.25 x 12 mm xience xpedition stent delivery system (sds) was being advanced to the lesion when resistance was met with the anatomy and the hub separated. The device was removed. When crossing the lesion, with a 2.25 x 8 mm xience xpedition sds, the stent struts flared. The device was removed and a 2.25 x 12 mm mini vision was advanced; however, it could not cross the lesion. The procedure was successfully completed with another 2.0 x 8 mm mini vision. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported shaft separation was confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.